Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was failing. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support but no additional information was able to obtained.